Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the display was scrambled. The fsr replaced the display and tested the unit. The pump operates to manufacturer's specifications. The display was returned to the manufacturer for further testing.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display of the 4 inch roller pump had garbled text. The device was not changed out since they continued to use the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: this roller pump was being used as a vent. There were no functional issues during set-up or during preparation of the cpb circuit. During cpb, the local display became "garbled" and none of the displayed information could be read or understood. Pump speed could be controlled with the local knob and the central control monitor (ccm) slider and pump information was displayed on the ccm. After the procedure, the power cord was removed from the local pump and re-inserted but no improvement was observed. In addition, the entire system-1 was powered down and back-up and the display remained garbled. The pump was removed from service. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the display to have distorted graphics. The pst replaced the customer graphics board with a lab use only (luo) graphics driver board and this restored the functionality of the display determining the customer graphics driver board is defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.